Manufacturer narrative:
(B)(6) alleged event states "no water hp getting hot no injuries or medical attention needed for staff or patient called in by dr (B)(6). Customers hand written note states "service sign keeps blinking unable to use" found no issues with units function, probably customer is using aftermarket inserts or damaged/worn inserts. Did find foot control batteries dead, qd leaks, and hpc has large ink blobs on cable sheath in several locations, estimated unit accordingly.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 cavitron plus, they allege that they have no water and the handpiece is getting hot.; no injury resulted.